Event description:
The user's mother asked for a fitting appointment because the user's performances changed about two months before. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. Correction of date received by manufacturer. Correct date is (B)(6) 2022.

Event description:
The user's mother asked for a fitting appointment because the user's performances with the device has changed compared to about two months before. No accidents or trauma nor redness or changes in health or medication were reported. It has been suggested to do a trial with a tight head bandage. However, a reimplantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's mother asked for a fitting appointment because the user's performances with the device has changed compared to about two months before. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's mother asked for a fitting appointment because the user's performances with the device has changed compared to about two months before. The user has been re-implanted.